Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information, though not verified, abstract article - 62 patients were implanted with restorelle y. Two patients reported prolapse following placement, 1 patient reported complications - mesh exposure/granulation tissue following placement, two patients reported rectocele repair with mesh, one patient reported excision of vaginal mesh exposure.